Event description:
The pt reportedly experienced facial paralysis post implant surgery. The pt was prescribed valtrex (dosage unk) but did not show enough improvement and was therefore prescribed physical therapy. The physical therapy has resulted in the most improvement. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.